Event description:
Caller reported a pump malfunction identified as code 199, which signifies an issue on the pump. Cts confirmed this and provided assistance by giving instructions to reset the pump. There was no adverse impact to the customer's blood glucose level. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any issues reoccurred.